Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with vaginal sacrospinous ligament suspension, bladder neck suspension, anterior and posterior colporrhaphy, suprapubic tube catheter placement and cystoscopy due to cystocele, rectocele, enterocele and vaginal prolapse. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent in-office mesh trimming in 2009 due to stomach pain, mesh erosion and extrusion. It was reported that the patient underwent partial mesh removal on (B)(6) 2011 due to erosion and extrusion. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent excision of eroded mesh on (B)(6) 2011 by dr. (B)(6), md.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.